Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 2.5, date: (B)(6) 2012, inratio: 2.1. Date: (B)(6) 2012, inratio: 2.3, lab: 5.55. The pt was referred to the hospital for bruises on (B)(6) 2012, where a venous inr was performed. The pt was hospitalized for a gastrointestinal hemorrhage from (B)(6) 2012.

Manufacturer narrative:
Investigation pending.